Manufacturer narrative:
Investigation findings: the device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. The review found one occurrence of a defect, in one of the multiple subassembly lots used as raw material for the reported finished product lot, that may have caused or contributed to the reported complaint. However, this defect did not exceed the allowable number of failures per our procedure. Actions taken: a notification of this matter was sent by the plant quality engineer to the plant production personnel for awareness. The finished product inspection did not find any defects for pledgets, or missing/separated/pulled out strings. A cluster assessment found no similar or related complaints for the reported lot. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in canada. The consumer stated that her tampon came apart upon removal and the outer cover remained inside of her. This event occurred with two tampons. She was able to remove all of the product on her own. She did not seek medical assistance.